Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure on 01 jul 2025. During the procedure, the right atrial (ra) lead failed to fixate on the right atrial appendage and dislodged immediately once the stylet was removed from the lead. Multiple repositioning attempts were done but were unsuccessful. The physician opted to abandon the implant of a ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was ¿while placing the lead in ra appendage, its not fixating in ra appendage, the lead dislodges immediately once curved j stylet taken out.¿ a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.